Manufacturer narrative:
A medtronic field service engineer (fse) tested the o-arm system after the event occurred. Originally the stack trace error on the ias computer indicated a corrupt database on the o-arm. During the software reload the mvs (mobile viewing station) computer became unresponsive and upon reboot would not load the software. After replacing the mvs computer and reloading software the system was tested multiple times. After passing all tests on the system checkout the system was returned to service.

Event description:
A medtronic field service engineer (fse) reported that, during a spine surgery, the o-arm ias (image acquisition system) would not fully boot up and there were no scrolling bars during the boot up process. The surgeon completed the surgery without use of the o-arm or navigation system. No patient harm.

Manufacturer narrative:
Patient information inadvertently not provided on initial 3500a. Patient identifier field not sufficient to hold all digits, should read: (B)(6). Investigation of returned suspect computer finds that the mobile view station (mvs) computer booted to black screen indicating boot device error. Performed raid and reloaded 3.1.6 software. Software load was successful. Following software load, verified time/date (cmos check) held settings while under test. Performed virus scan and patient data removal. System ready, communication, 2d and 3d imaging are successful. Confirmed software load in the field was not successful. Condition was resolved and the computer functions as expected.